Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the ER on (B)(6) 2018, following a permanent drg permanent implant procedure the day prior. It was stated the patient¿s t12 lead was visible at the lead insertion site. As such, the patient underwent surgical intervention wherein the physician decided to remove the lead. Reportedly, the patient had effective therapy post-operative with the remaining 3 leads.

Event description:
Follow-up information indicated the patient has fully healed.